Manufacturer narrative:
The cot was evaluated by an authorized field technician at the customer's location. A visual and functional evaluation was conducted. The technician confirmed the lower crossbar was damaged and in need of replacement. The alleged incident has been attributed to damages to the lower crossbar, however the circumstances leading up to the damage could not be confirmed. The technician noted there were no issues found on the cot that would have caused the crossbar to break. The stretcher was repaired and returned to service. No injuries have been reported, as a result of the incident.

Event description:
The complainant reported after loading a patient onto the cot, the cot would allegedly not raise or lower. It was later noticed the crossbar on the lower frame was broken. The patient was transported to a backup unit to complete the transport. There were no injuries or adverse effects as a result of the incident and the complainant reported they did not utilize the manual release function at the time of the incident.

Event description:
The complainant reported after loading a patient onto the cot, the cot would allegedly not raise or lower. It was later noticed the crossbar on the lower frame was broken. The patient was transported to a backup unit to complete the transport. There were no injuries or adverse effects as a result of the incident and the complainant reported they did not utilize the manual release function at the time of the incident.